Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the representative assessed pocket and indicated the top of the ins seemed more superficial. Patient has lost about 30 lbs of weight in the past 4 months. Patient indicated they sometimes use hard surface to obtain 8 coupling bars, other times they use pillows, blankets to prop the antenna against their skin. It was reported that the patient had welting that appears for about 30 minutes after recharging and burning goes away after several minutes. Patient reported their recharging belt was damaged. No further complications reported and/or anticipated at this time.